Event description:
A device sparking after being plugged in. The nurse reported that after the power cord was plugged into the wall outlet, the pump sparked at the insertion point of the power cord into the pump. There were no reported adverse pt effects and no medical intervention were required. Though requested, no add'l info was provided.